Event description:
Additional information received indicated that analysis findings confirmed the ipg had no physical anomalies, it passed all functional testing, and it communicated with all lab utilities. The returned ipg exhibited normal device characteristics during analysis.

Manufacturer narrative:
Correction: manufacturing reference number 3006705815-2022-14898 should not have been reported as a medical device report (MDR) after additional information received confirmed that based on parameters obtained, product performance engineering confirmed the ipg had no physical anomalies, it passed all functional testing, and it communicated with all lab utilities. The returned ipg exhibited normal device characteristics during analysis and thus no longer reportable.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during lead revision for high impedances and autoreducing (related manufacturer reference numbers: 1627487-2022-02817, 3006705815-2022-14366), the patient's ipg was replaced and explanted due to it being possibly damaged.